Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, high capture threshold on the right ventricular (rv) lead was noted potentially due to fibrosis at the lead tip. The device was explanted and replaced. The patient was stable with no adverse consequences.